Manufacturer narrative:
During a coil embolization of the internal iliac artery there was severe resistance during advancement of the 6 mm x 26 cm presidio 10 cerecyte microcoil (pc4100626-30/j10408) in a microcatheter (excelsior 1018, type unknown). The resistance was about 15cm from the proximal end of the microcatheter (mc). As additional force was applied to advance it further, the introducer sheath became twisted. Therefore, the decision was made remove the presidio and it was replaced for a new unspecified cashmere coil which was placed in the target vessel using the same mc without any difficulties. Then when delivering the subsequent coil, 10 mm x 34 cm presidio 18 cerecyte (pc4181034-30/c12068) in the same mc, it got stuck about 10 cm from the distal end of the microcatheter. Therefore the decision was made to remove the coil; however, when attempting to pull the presidio back from the coil broke and separated into two pieces in the mc. No detachment was attempted at that time. The distal section of the coil remained inside of the mc and was able to be safely removed by retrieving the mc from the patient. Afterwards, the procedure was successfully continued using a new mc and coils. The procedure was completed successfully without any further issues. There was no patient injury/complications reported. There is no information available regarding vessel/target site characteristics. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. It is unknown if the microcatheter was re-shaped or not. The proximal section of the 10 mm x 34 cm - presidio 18 cerecyte microcoil was not returned and as was stated in the reported information, it broke off within the mc. The resistive heating coil section has burnt blood, melted contrast, the heat signature clear window at the midway point of the resistive heating coils, and melted detachment fiber at the sides and pooled under the resistive heating coil's socket ring. However, the circumstances of how and where the resistive heating coil received heat cannot be determined. There are multiple factors that may have contributed to the resistance encountered during advancement and the unintended detachment. The root cause of the interference cannot be determined. The primary contributing factor was due to distal interference. The source of this interference, whether of a fixed or detached nature, cannot be determined. It is likely that the coil became anchored due to the interference and then detached during retraction movement of the delivery wire. It is also possible that the resistance within the microcatheter with the previous 10 series microcoil system that was used in an incompatible 18 series microcatheter may have produced damage to the inner lining of the microcatheter, which then may have resulted in distal interference if it became entangled/anchored with a damaged inner liner. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines that proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. It is outlined that the micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). As reported, two different coil sizes and lot numbers became stuck at the approximate same place at the distal section of the microcatheter; it is also possible that the impact of procedural factors/vessel characteristics on the concomitant microcatheter may have contributed to the resistance and subsequent unintended detachment. Without the return of the excelsior 1018 microcatheter and the separated distal end of the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information, analysis of the returned device and the device history records there is no indication of any manufacturing issues related to the event. Procedural factors including device interaction appear to have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The proximal section of the coil was not returned as was stated in the complaint description. The resistive heating coil section has burnt blood, melted contrast, the heat signature clear window at the midway point of the resistive heating coils, and melted detachment fiber at the sides and pooled under the resistive heating coil's socket ring. However, the circumstances of how and where the resistive heating coil received heat cannot be determined. It is important to note that two different coil sizes and lot numbers became stuck at the approximate same place at the distal section of the microcatheter. There are three possible contributing factors to the coils resistance inside the microcatheter and the unintended detachment. The primary contributing factor was due to distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. The coil may have become anchored on this interference and was detached during the retraction movement of the delivery wire. In addition without the return of the excelsior 1018 microcatheter and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor to the resistance in the microcatheter may have been due to the previous 10 series microcoil system that was used in an incompatible 18 series microcatheter before this coil. The incompatible coil may have produced damage to the inner lining of the microcatheter. If there was a separation of the inner lining, the next coil which is this complaint coil may have encountered distal interference and became entangled and anchored in the liner. When the microcoil system was retracted the anchored coil would have detached inside the microcatheter. In addition without the return of the excelsior 1018 microcatheter and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The inner lumen of excelsior 1018 is 0.019." The third contributing factor may have been due to the coil being detached inside the microcatheter. This detached condition would have produced both the resistance and the unintended detachment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Event description:
It was noted that while advancing a presidio ((B)(4), complaint product) in a microcatheter(excelsior 1018, type unknown), the physician experienced severe resistance about 15cm from the proximal end of the microcatheter. As the physician put additional force to advance it further, the introducer sheath became twisted. Therefore it was decided to remove the presidio and was replaced for a new one(unspecified cashmere) which was placed in the target vessel using the same microcatheter without any difficulties. Then while the physician was delivering the subsequent coil ((B)(4), complaint product) in the same microcatheter, it got stuck about 10 cm from the distal end of the microcatheter. Therefore it was decided to be removed but when the physician tried to pull the presidio back from the microcatheter, the coil was broken and separated into two pieces in the microcatheter. No detachment was attempted at that time. The distal section of the coil remained inside of the microcatheter, but the physician managed to safely remove it by retrieving the microcatheter from the patient. Afterwards, the procedure was successfully continued using a new microcatheter and coils, and was successfully completed without any further issues. There was no patient injury/complications reported. Both events happened during coil introduction. The complaint products were new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. It is unknown if the microcatheter was re-shaped or not. The 1st presidion is going to be returned for evaluation. Also the 2nd presidio except the distal piece of the coil is going to be returned.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.